Event description:
It was reported that during the procedure, a microcatheter was inserted into a very thin patient vessel. A coil (subject device) was then placed through the microcatheter into the target lesion but was unable to be detached from delivery wire. Upon removal, the delivery wire had prematurely detached at detachment zone inside the patient anatomy and the proximal tip of the coil was stuck in the distal tip of the microcatheter. Unsuccessful attempts were made to push the coil tip out of the microcatheter using the coil delivery wire and a guide wire. Finally, the guide catheter and microcatheter were removed from the patient anatomy. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. During visual inspection, the main coil was found jammed inside the tip of the catheter and the tip was full of dried blood. The main coil was found stretched, kinked/bent and detached from the delivery wire with blood noted on the detachment zone. The hub of the guiding catheter was found full of blood. No other anomalies were noted. Functional testing could not be performed due to the damage noted to the device. Based on device analysis and additional information, the flush was intermittent which is against the directions for use (dfu) for this product. The dfu states in order to achieve optimal performance of the detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter, guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the detachable coil. Lack of continuous flush contributed to the reported and analyzed defects. Therefore, an assignable cause of user error has been assigned to this investigation.

Event description:
It was reported that during the procedure, a microcatheter was inserted into a very thin patient vessel. A coil (subject device) was then placed through the microcatheter into the target lesion but was unable to be detached from delivery wire. Upon removal, the delivery wire had prematurely detached at detachment zone inside the patient anatomy and the proximal tip of the coil was stuck in the distal tip of the microcatheter. Unsuccessful attempts were made to push the coil tip out of the microcatheter using the coil delivery wire and a guide wire. Finally, the guide catheter and microcatheter were removed from the patient anatomy. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.